Event description:
The account alleged that the head section is drifting.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution to the alleged malfunction.